Event description:
Dialysis catheter pt during collection of blood samples with bd luer adapter broke off inside the catheter. Pt was sent to the hosp to have a new catheter replaced.

Manufacturer narrative:
No samples were returned, but retains were tested for torque to breakage. All 30 retains passed the required break force test.